Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported issue of clip detachment is confirmed via returned device analysis and is related to the challenging patient morphology/pathology. The patient effects of mr and tissue damage are procedural conditions of the complete clip detachment. Based on the information received and returned device analysis, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed since the deployed clip detached from both leaflets requiring intervention for removal. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The patient presented with a posterior leaflet flail and a large flail gap of 0.67. One mitraclip (cds0601-xtr 90104u168) grasped the mitral leaflets successfully, 3-4 times. The mr reduction was the most optimal on the last grasp and clip deployment was initialed. While removing the gripper line, without any unusual resistance or device issues, after approximately 6 inches were removed, the clip detached completely from both leaflets. There was no clip opening and no other device issue. Another access site was created and a snare removed the detached clip from the cardiac anatomy. Once the snare and detached clip were at the new groin access site, the device was stuck and unable to be removed from the femoral vein. A vascular surgeon was consulted and removed the detached device surgically. It was decided to abort the procedure. Post procedure, leaflet tissue damage was suspected as the mr had increased to grade 4++. No additional treatment was reported. No additional information was provided regarding this issue.